Manufacturer narrative:
The handpiece was received at the MFR for service. During the eval an unk liquid was found coming out of the device. Based on the investigation details, a visual inspection found fluid coming from leaking path, and a sample was collected from the device. The device will be cleaned and re-lubricated, and worn components replaced in the service process as preventive maintenance. The risk associated with this failure has been addressed. A potential cause to have created an event such as they may be contributed to cleaning and sterilization practices at the account. Any trends for this failure mode that require corrective action will be identified through complaint/MDR trending.

Event description:
The handpiece was returned to the MFR for service, and during the eval an unk liquid was found coming out of the device. There was no pt involvement. There were no adverse consequences reported as a result of this event.